Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9812, lot # 800198, description: superion ids 12mm.

Event description:
It was reported that the patient's spacers were explanted due to increased pain since having the spacers implanted. The explanted spacers were explanted discarded by the medical facility.